Event description:
It was reported that during a sigmoid-colectomy there was arcing through the insulation on the shaft of the electrode. This caused a pink spot(very minor burn) on the pt's skin. This did not occur at the surgical site. The pt did not require treatment or follow-up care.